Manufacturer narrative:
(B)(4). It was reported that the patient experienced sterile peritonitis. The cause of the event was unknown. At the time of this report, the patient had recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event and treatment information was not reported. At the time of this report, it was not specified if the patient had recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The patient was reported to have developed peritonitis on an unspecified date (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).